Event description:
A customer contacted beckman coulter (bec) reporting a leak at the probe of the coulter act 8/10 analyzer. The volume of the leak was a few drops and was not contained within the instrument. Bec customer technical support (cts) attempted to troubleshoot the leak with the customer via the telephone. The customer bleached the probe and readjusted the probe wipe but the instrument continued to leak a drop of diluent during the startup of the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. There was no exposure to open wounds or mucous membranes. No one sought medical attention. The customer only uses the instrument for investigation purposes and does not run any patient samples, therefore no erroneous results were generated in connection to the leak.

Manufacturer narrative:
The customer requested for an estimate for service to be dispatched. The customer stated that they would reply would reply to request for service to check the instrument. To date, the customer has not requested for service to check the instrument. The cause of the leak is currently unknown. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).